Manufacturer narrative:
The onset of driveline infection was captured under MFR report number 2916596-2015-01902. Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced a driveline infection on (B)(6) 2015. The patient was followed by infectious disease and had been on suppressive antibiotic therapy. The patient was not a surgical candidate due to compliance issues. The device was reported to be working as expected. It was reported that the patient expired on (B)(6) 2017. The cause of death was sepsis. The clinicians believed that sepsis was related to driveline and pump pocket infection.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. A correlation between the device and the reported driveline and pump pocket infection could not be conclusively determined. Infections and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.